Event description:
An olympus representative reported on behalf of the customer that an error e315 (scope error) occurred on their evis lucera elite colonovideoscope device. The issue was reportedly discovered during preparation for use. The unknown procedure was completed using a similar device, with no extension of the procedure. During the evaluation of the returned device, foreign matter was discovered clogging the device channel. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device channel. The customer's originally reported issue of a e315 scope error was not confirmed. Additionally, the following additional findings were noted: angulation in the up direction is out of standards due to worn of angle-wire. The gap of up/down knob is out of standards due to worn of angle-wire. Stiffness angulation is not functioning at all due to worn of stiffness ring. Water cleaning function is out of standards due to deformation of nozzle. Liquid leaks due to blockage of j-tube. Screen is partly dark due to scratch of charge coupled device (ccd) lens. There is crack at the adhesive part of lens. The condition of lg bundle is not good. There is crease at the ccd lens. Lg lens is broken. The adhesive part of ar is broken. There is crumple at the connecting tube. There is crumple at the universal code. There is pin-hole at the switch 1. Sc cover unit is polluted. Error e216 is occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1:nozzle clogged with foreign material. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. The customer confirmed that the device was reprocessed prior to being sent in for repair and reprocessing was performed according to the instruction for use (IFU). It is likely the material may not have been removed, even with proper reprocessing, due to the deformation of the air/water nozzle. The user can detect the suggested event by handling the device in accordance with the following IFU: -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function. Event 2: error message e315. Although the e315 error message was not reproduced, it is likely the error occurred temporarily as the electrical contacts on the connector were found dirty, there were signs that physical stress was applied to the distal end, and the image sensor unit was found broken. Olympus will continue to monitor field performance for this device.